Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient currently receiving lioresal (500 mcg/ml at 25 mcg/day) via an implantable pump. The indication for use was intractable spasticity and familial spastic paraparesis. On (B)(6) 2015 it was reported that in (B)(6) 2014 the patient experienced an overdose. The reporter believed that they may have bolused thru the side port but she was not the managing physician at the time and did not have details. The drug in the pump at the time of the event was unknown by this reporter. Further follow-up was conducted with the patient's prior pump managing physician to obtain additional information regarding this event; however, no additional information was received.